Manufacturer narrative:
(B)(6). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of ancef 2 grams was hung, connected to a primary infusion of lr running at 20 ml/hr. It was noted that the ancef was dripping abnormally fast and the fluid was back flowing into the lr bag despite it being hung at the appropriate level. The user turned off the pump, then restarted it, and observed a repeat of the incident. It was turned off after 20 seconds. There was no harm to the patient. The facility biomed staff was able to replicate the issue with the pump completely powered off.

Manufacturer narrative:
The customer¿s report of backflow was confirmed. No anomalies were observed on the set during visual inspection. Functional testing confirmed back flow indicating a faulty check valve. Evaluation by the supplier revealed a pvc particulate measuring 0.0411 inches found on the diaphragm of the check valve component. The cause of the backflow was identified as a particulate found on the check valve membrane. The origin of the particulate is unknown.